Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A production scrap review and friction testing for the lot analysis reveal no indication of an issue. Based on the information provided, a definitive cause for the reported issue could not be determined. , images of the device show a stretch/break of the exposed coil of about 2-3mm (estimated). It is possible the coils were inadvertently damaged when the wire was removed from the coil. It is possible that when the wires were removed from the coil from the distal end of the wire, that caused the break and stretch; however, this cannot be confirmed as there was no noted difficulty removing the wires. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the two versaturn guide wires were removed from the packaging, an abnormal area was noted approximately 45mm from the tip, the coils were broken. Therefore the guide wires were not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports, additional information was received. A picture of the guide wires noted the tip coils were stretched. No additional information was provided.

Event description:
It was reported that when the two versaturn guide wires were removed from the packaging, an abnormal area was noted approximately 45mm from the tip, the coils were broken. Therefore, the guide wires were not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports, additional information was received. A picture of the guide wires noted the tip coils were stretched. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A production scrap review and friction testing for the lot analysis reveal no indication of an issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Images of the device show a break of the polymer and a stretch of the exposed coil of about 2-3mm (estimated). It is possible the coils were inadvertently damaged when the wire was removed from the coil. It is possible that when the wires were removed from the coil from the distal end of the wire, that caused the break; however, this cannot be confirmed as there was no noted difficulty removing the wires. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the two versaturn guide wires were removed from the packaging, an abnormal area was noted approximately 45mm from the tip, the coils were broken. Therefore, the guide wires were not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.